Event description:
Complainant alleged that the defibrillator would not charge during the incoming inspection of the device. The complainant indicated that there was no pt involvement in the reported malfunction.